Event description:
It was reported that the high voltage lead may have been nicked during a device change out. It was also reported that post device changeout, there was ventricular oversensing post atrial sensed events. The sensing vector was changed from true bipolar to integrated bipolar which has resolved the oversensing. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.